Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a couple days of implant the patient experienced pacemaker syndrome. The ventricular pacing lead was repositioned in the atrium and remains in use. No further patient complications have been reported as a result of this event.